Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 200mg/dl (arm), 150mg/dl (finger). Tests were done within <10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.